Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was also received with scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 350 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's spouse stated that the battery compartment and spring were not damaged or corroded. The customer's spouse stated that the battery cap was not damaged or corroded. The customer's spouse stated that the display did not return after cleaning the battery cap, insulin pump rest and inserting a new battery. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.